Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 82% stenosed, 25 x 2.75mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 20 x 2.75mm emerge balloon catheter resulting to 41% residual stenosis, a 24 x 2.75mm rebel stent was advanced but had difficulties advancing to the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with the implantation of a 20 x 2.75mm and 8 x 2.5mm rebel stents. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 82% stenosed, 25 x 2.75mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 20 x 2.75mm emerge balloon catheter resulting to 41% residual stenosis, a 24 x 2.75mm rebel stent was advanced but had difficulties advancing to the lesion. The device was removed and it was noted that the proximal portion of the stent was deformed. The procedure was completed with the implantation of a 20 x 2.75mm and 8 x 2.5mm rebel stents. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined. The balloon was tightly folded. The stent was undamaged and secure on the balloon between the markerbands. There were numerous hypotube kinks throughout the catheter. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).